Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the inflatable penile prosthesis (ipp) device was no longer working. A hole in the cylinders was identified. All components were explanted and replaced without any adverse patient effects.